Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board failure, alarm occurs, and panel blacked out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we confirmed the failure of the circuit board that may have contributed to the occurrence of the customer's indicated event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator gas supply stops and cannot be turned on. There were no reports of patient harm.